Event description:
The skull clamp was positioned and the event occurred during the initial positioning. The pt was prepared and mayfield clamp attached in prone position. The surgeon started to let go of the clamp when he felt the pt's head slip away from the attachment. The pt received a laceration that was approx 3 cm long. Pressure was applied to the laceration, the wound was cleaned with betadine and staples were applied by the surgeon to close the wound.